Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding system error (se) 2240, which occurred on the homechoice (hc) during drain 3/4. There were no leaks found or air in the lines. All bags were still connected. The baxter technical service representative (tsr) advised the home patient (hp) to disconnect. The sample was discarded and the lot number was unknown. Product surveillance contacted hp's caregiver regarding the reported incident. The caregiver stated the patient has had no further problems and is continuing therapy as usual. There was no report of any problem with the supplies. A companion sample was not available. No patient injury or medical intervention was reported. No additional information was available at the time of this call.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.